Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was used during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2011. According to the complainant, during the procedure the stent would not deploy, the catheter would not come off of the stent. The physician completed the procedure with another of the same device with no patient complications and the patient is fine. Investigation results revealed that the distal stent cover was damaged, and the stent was returned partially deployed. Based on these findings, this event is now considered reportable.

Manufacturer narrative:
Event of stent cover damaged. Event of stent partially deployed. A visual examination of the returned device found that the stent was partially deployed by approximately 4 mm. The stainless steel shaft was kinked at 17 mm distal to the distal end of the hub. During analysis it was not possible to retract the outer sheath, so the shaft was dissected proximal to the guidewire access port and the inner lumen and stent were withdrawn from the outer sheath. The inner shaft was kinked at several locations between the yellow inner jacket and the distal tip. Distal stent cover damage was also noted. The damage to the stent cover most probably occurred during removal of the partially deployed stent from the patient. A large amount of dried bile/blood was present on the inner shaft and the stent. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.